Event description:
It was reported that the customer experienced a blood glucose (bg) level of over 250 mg/dl; cause was unknown. Customer went to the emergency room (ER) and was treated with intravenous fluids of saline, insulin, dextrose and food. Customer was released from the ER the same day, 4/8/2026 with the issue resolved and no permanent damage. Ultimately, the customer reverted to an alternate method of insulin therapy.